Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 14 cm distal of the is-1 connector pin. Both parts of the lead were returned for analysis. The visual inspection showed multiple signs of wear and tear along the fragments. In the distal fragment, the insulation was damaged due to fraying. In this area, the rope conductor to the ring electrode showed a conductor fracture. This damage is most likely the cause of the clinical complaint. The position and characteristics of the fraying lead to the assumption of severe mechanical stress of the lead. An interaction with another implant, such as a partner lead, should be considered. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approx. 37 months, ventricular oversensing was reported.